Manufacturer narrative:
The cause of the reported issues was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) on (B)(6) 2017 for diabetic ketoacidosis (dka), with a blood glucose (bg) level of 527 mg/dl. The customer experienced continuous, elevated bg levels while wearing the same infusion site. Upon removal of the non-tandem cannula, it was found to have been kinked. Reportedly, while at the ER, the customer was treated with a manual injection of 5 units of insulin, intravenous (IV) fluids and blood thinners. The customer was vomiting when they left the ER, and was transferred to the hospital on (B)(6) 2017 with a bg level of 535 mg/dl with ketones. While at the hospital, the customer was treated with IV insulin, and IV fluids. The customer left the hospital on (B)(6) 2017, with the issue resolved and no permanent damage to the customer. The customer was unable to provide the information regarding the infusion set that was in use at the time of the reported event.